Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported with the description; scratched implant had to be explanted due to visual discomfort. The surgeon replaced it with another company lens. Additional information was received, the doctor said that he did not inspect under the microscope and never did. He announced that perhaps the injector was responsible for the scratch. He noticed the scratch once the implant was in the bag, after removing the viscous at the end of the procedure. However, as it was outside the central 4 mm, he preferred to leave the implant in place and check the result postoperatively. Post-operative checks are performed on day 01 and day 30. At the day 01 check-up, the patient had no particular complaints, but the doctor considered that it was too early for assessment of slight inflammation and corneal edema. On the other hand, at day 30 the patient described a kind of shadow/streak on the temporal side. The stripe was not visible without dilation but confirmed after pupillary dilation. There were no impact after explantation of the implant. The patient was seen twice for a post-operative explantation check-up, she no longer described any discomfort.